Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a crease flat and one linear opening on the anterior side. A leak test and microscopic analysis were performed which identified one striated opening on the anterior side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one striated opening due to surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.